Event description:
It was reported that the arctic sun device was not heating anymore. As per sample evaluation results on 05oct2023, it was reported that the circulation pump command was found to be greater than 55% (66%) and dirty fill tube.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a weak circulation pump. During evaluation, it was found that the circulation pump command was found to be > 55% (66%). A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was not heating anymore. Per sample evaluation results on (B)(6) 2023, it was reported that the circulation pump command was found to be greater than 55% (66%) and dirty fill tube.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.